Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states that the reservoir compartment is cracked, and will not hold the reservoir in place. The mother did not have the entire serial number in hand, and will be calling back in order to troubleshoot. No further information provided.